Event description:
Additional information received indicated that it was decided not to revise the lead. Instead, the device was reprogrammed to resolve the event.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Additional information received indicated that the lead was explanted rather than capped and left in situ. Furthermore, there was insulation damage noted on the lead during the explant procedure.

Event description:
Additional information received indicated the lead was capped and replaced to resolve the event and the patient was stable following the procedure.

Manufacturer narrative:
As received, a complete lead was returned in two pieces. An external insulation abrasion was found proximal to the suture sleeve tie impression breaching the outer insulation and exposing the outer coil. The reported events of noise and insulation damage were confirmed, and the cause was isolated to the external insulation abrasion which is consistent with friction to the device can.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, there were episodes of high ventricular rate (hvr) noted due to noise on the right ventricular (rv) lead. A lead revision procedure is anticipated and the patient was stable with no consequences.